Event description:
It was reported that prior to implant, the silicone in set screw appeared semi dislodged. The device was not used and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a dislocated atrial septum was confirmed in the laboratory. It is believed that the anomaly occurred during the installation of the atrial septum during manufacturing. The device functioned normally when tested on the bench.